Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided . Concomitant medical products: dental implant: t3pt5410, t3 pro tapered implant 5/4mm (d) x 10mm (l), lot# 2022091082; therapy date: unknown / not provided. PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the driver did not engage with the implant on tooth site #14. Consequently, the implant was ingested by the patient. The implant was replaced with another one. No medical intervention was required.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: product availability was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 4110, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. One (1) unknown driver was not returned for investigation. Visual inspection could not be performed. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown driver) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. The reported event could not be recreated due to the nature of the dental device and event, and the complaint is related to the functional performance of the devices. A definitive root cause could not be identified. However, based on the investigation, IFU and risk file review, the most likely causes determined from the investigation are implant is not transferred from sterile environment to patient in accordance with IFU (e.g., not in upright position, incorrect driver selection, inadequate treatment planning, clinician attempts to place driver into incompatible implant. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.